Event description:
The information received indicated that a hospital professional called on behalf of the patient's daughter, who has power of attorney for her mother, requested cypher stent product code information, and additionally reported an adverse event. The patient had a cypher stent implanted in an unknown vessel for an unknown reason and approximately 3 years later experienced an unknown event requiring a second cypher stent placement in an unknown vessel. It is unknown if patient hospitalization was required.

Manufacturer narrative:
No contact information was provided for the patient or patient family member(s). Additional information has been requested to the contact at the hospital, but no additional information is available. During an inquiry regarding product code information on behalf of the patient, it was reported that at an unknown time after a cypher stent was implanted in an unknown vessel for an unknown reason, the patient experienced another unknown event that required a second cypher stent placement in an unknown vessel. It is unknown if inpatient hospitalization was required. No further information was available. The cypher stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. Based on the lack of information regarding the implanted cypher and the implantation of a second cypher, no conclusion can be made regarding the relationship of the cypher to the reported event.